Manufacturer narrative:
Correct MFR report # and ensured initial reporter information was correct and present.

Event description:
The patient was undergoing a lobectomy through a robotic video-assisted thoracoscopic surgery (vats). The microcutter 5/80 stapler and a microcutter 30 reload were used on an initial vessel without issue. A second transection was done on the superior pulmonary vein. No bleeding was seen when the stapler jaws were initially opened, however, tissue appeared to be adhered to the lower jaw of the stapler. The surgeon then used robotic graspers to remove the tissue from the stapler jaw which was subsequently followed by bleeding. The procedure was converted to an open thoracotomy to control the bleeding. The patient lost approximately 1.5 liters of blood, received emergency treatment and received a blood transfusion. The procedure was completed and the patient was sent to the intensive care unit (ICU). The patient was subsequently discharged from the ICU in good condition.